Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection confirmed the right atrial (ra) ring, right ventricular (rv) ring and left ventricular (lv) ring sealplugs were missing and the lv tip sealplug was lifted. A wrench tip was discovered broken off in the rv ring setscrew hex slot. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. A review of the device memory log found that the device had multiple threshold tests performed on the all channels on the day of explant. Using the threshold test results of 2.0 milliseconds (ms) at 7 volts the device passes longevity. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device was explanted. A request for the device return for analysis has been sent. This report will be updated should further information become available or if the device is returned.

Event description:
Boston scientific received information that during normal device change the setscrews were stuck and unable to release the right atrial (ra) lead and right ventricular (rv) lead. The physician elected to close the pocket. One month later, the physician was able to free the leads with no additional observations. There were no adverse patient effects.